Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to palpitations. The patient was pacer dependent and had pacing rates lower than the programmed rate. The right ventricular (rv) lead was found to have t-wave oversensing (twos) resulting in low pacing rate. The lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.